Event description:
A patient reported that they were not able to test on the meter for 5 days due to a date/time issue on the meter. This issue was resolved with troubleshooting. There was also a "very small blotch in the right hand corner" of the meter's display. The patient was sweaty. Due to not being able to test on the meter at that time, emergency medical technician were called. Pt's blood glucose was tested on the emergency medical technician's meter with the result of 37 mg/dl. Unknown what treatment was. Pt's symptom matched the emergency medical technician meter reading.